Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Na ccc complaint received. It was reported by patient that "4 yrs ago my surgeon did a shoulder replacement and used your medical equipment. I am now going thru another surgery because it broke! I was told by 2 dr's it had to be faulty equipment. I am considering getting a lawyer, per advise from my cousin. I really am not looking to get rich or go through years of court. I can prove all I am saying! I am giving you a chance to see what is happening. Your legal services are welcome to contact me or my attorney after my surgery. I in a great deal of pain." Doi: 4 years ago. Dor: none reported. Unknown affected side.